Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21432. The pt received two scs leads with the same lot number. It was reported communication could not be established between the pt's ipg and multiple external devices. The pt had not used/charged the scs sys for approximately a year. Follow-up identified the pt's ipg was explanted and replaced. During the procedure, diagnostics indicated invalid impedances on both leads. Visual inspection revealed both leads appeared to be fractured at the anchor sites. As a result, the leads were explanted and replaced as well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.